Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the his bundle lead exhibited placement difficulty with several repositioning attempts; always resulting in high thresholds and dislodgement. The lead was removed and replaced at the physician's request. The second his bundle lead of the same model also experienced fixation difficulty and high thresholds possibly caused by anatomic and physiologic feature of the patient. The second attempted lead was removed and replaced with a new lead of a different model. No patient complications have been reported as a result of this event.